Event description:
On (B)(6) 2025, the following information was provided by the medical facility representative: the home health agency reported that the patient allegedly tripped and fell over the activ.a.c.¿ therapy unit power cord, and the power cord is no longer working. On (B)(6) 2025, the following information was provided by the registered nurse: on (B)(6) 2025, the patient was seen at emergency department after allegedly tripping over the activ.a.c.¿ therapy unit power cord and falling to the floor. Patient sustained a 2 cm laceration above the left eyebrow and required five sutures. Patient had a computed tomography (CT) scan which was negative for internal injury. Patient was discharged home with no medications prescribed. The activ.a.c.® therapy unit and power cords were not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fall resulting in a laceration above eyebrow requiring sutures is related to the activ.a.c.® therapy unit power cord. The patient has a history of stroke and previous falls resulting in laceration to head. The activ.a.c.® therapy unit and power cords were not returned; therefore, a device evaluation could not be performed. Device labeling, available in print and online, states: carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of doorknobs and other household objects that could catch exposed tubing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.